Manufacturer narrative:
(B)(4). Additional information: incomplete firing cycle. The analysis results found that the cdh29 device arrived with the safety damaged. It appears that an attempt was made to fire the device with the safety engaged. It should be noted that to fire the device, draw the red safety back toward the adjusting knob until it seats into the body of the device. If the safety cannot be released, the device is not in the safe firing range. In addition the breakaway washer uncut and indented, indicating that the device had not been fired through a full firing stroke or possibly that the orange indicator was not fully into the safe green firing range. It should be noted that before firing the device the orange indicator should be fully within the green range of the gap setting scale. In addition it should be noted that if the firing sequence is not complete (the firing handle reaches its stopping point, and the firing trigger is parallel to the instrument handle) staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. The device was reloaded with staples and tested for functionality with a test washer; the device formed all the staples, as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Manufacturer narrative:
(B)(4). At the time of this submission, the device has not been returned for analysis. If the device is received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during an open low anterior resection, the device could not be removed from the patient after firing on the rectum. The deployed staples of the anterior wall were likely to come off when the device intended to be removed. Then, the device was removed by opening the anastomosed site with a scalpel. The rectum had been resected with a ta45 before the cdh29 was fired. Also, the cdh29 was fired on the existing staple line of the ta45. The site was anastomosed again with a ta45 and a cdh29a. Another device was used to complete the case. There were no adverse consequences to the patient.